Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. Fse verified no peaks detected. Fse then found wash tubing not submerged in wash solution. Fse corrected wash tubing, primed all fluids and ran 10 samples. Runs completed successfully without error. Customer also successfully ran calibrators and controls with results all within acceptable ranges. No further action required by field service. The g8 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6). There were two (2) similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 1, introduction and applications, states the following: limitations of the procedure. Total area: dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Interpretation of results: results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See "abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. When there is a question concerning the chromatography, repeat the sample. If the repeated sample also displays unusual characteristics, it is appropriate to evaluate whether the unusual result is due to an abnormal sample, a procedural error, an instrument malfunction or a sample-handling problem. For further information, see the troubleshooting section in this operator's manual. In chapter 2: preinstallation states in section 2.5: connections. Hemolysis & wash solution tube: open the hemolysis & wash (h/w) solution cap and insert the hemolysis & wash solution tube (with anchor and bottle cap) into it and tighten the bottle cap. The h/w tube is sticking out of the h/w solution port on the left side of the main unit. Make sure that the weight has reached the bottom of the bottle. In chapter 6 troubleshooting states: 200 area low error: three successive results below the lower limit of the total area (50) occur. If the error message is present when sufficient volume of sample is set in the rack, the problem may be caused by an empty reagent (hemolysis & wash solution). Check the remaining volume of hemolysis & wash solution and start the assay again. 220 no peak detect: no peaks could be detected. This problem could be caused by different scenarios. Insufficient sample uptake due to a coagulated sample may have been processed or a short sample was processed. The most probable cause of the reported event was due to operator did not place wash tubing sinker in solution after changing wash bottle.

Event description:
A customer reported getting error messages 200 area low and 220 no peak detect on run result with the g8 instrument. The customer changed filter, checked reagents and confirmed waste was draining normally. Technical support specialist (tss) instructed the customer to change sample needle but customer is unable to detach tube fitting from the needle. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.